Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had two error alarms related to motor power. The customer stated the sensor was reading, but she was unable to get back to auto mode. Troubleshooting was performed. The customer was able to rewind, and the insulin pump passed the rewind and displacement test. The customer also reported experiencing low blood glucose of 49 mg/dl which she treated and then went up to 269 mg/dl. Customer declined troubleshooting for low bg and stated it was due to not having breakfast. It was advised to monitor the insulin pump. The product will not be returned for analysis.